Manufacturer narrative:
Device received with operating currents within specification. Device passed displacement test and unexpected restart error test . Device alarmed compromised force sensor system alarm during basic occlusion test due to loose or protruded drive support disk. Unable to perform prime test, excessive no delivery test, delivery accuracy test and occlusion test due to compromised force sensor system alarms. Device received with intermittent buttons due to corroded keypad traces. Device failed to vibrate during self test due to broken black wire at the vibrator motor. Device received with missing end cap sticker.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on with a blood glucose level of 400 mg/dl. The customer was treated with syringes. The customer was on a steroid inhaler and had to be on antibiotics. The customer was wearing the insulin pump during the hospitalization. The customer stated that they had a foot infection after their foot was smashed with a buggy. The customer had issues with buttons errors and keypad anomalies. The insulin pump will be returned for analysis.